Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus/cursor did not align on screen. Overlay found out of electrical specification. Analysis also found the power cord insulation was damaged (cord was functionally ok).

Event description:
It was reported that the programmer stylus was not working, even after calibrating and replacing it. The programmer has been returned to service. No patient complications have been reported as a result of this event.